Event description:
Related manufacturer reference number: 1627487-2019-06066. Related manufacturer reference number: 1627487-2019-06068.

Manufacturer narrative:
The explant date should have been (B)(6) 2019.

Event description:
Related manufacturer reference number: 1627487-2019-06066; related manufacturer reference number: 1627487-2019-06068.

Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
Related manufacturer reference number: 1627487-2019-06066, related manufacturer reference number: 1627487-2019-06068. This is a target clinical study patient. It was reported the patient was experiencing uncomfortable stimulation and a lack of pain relief. The patient underwent surgical intervention during which the patients system was explanted. Surgical intervention addressed the issue. Additional device information is unknown at this time.